Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/ can comm timeouts) has been confirmed. Upon eval the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt in regards to low compliance and service code 204/ can comm timeouts. The pt reported that he is receiving messages to call zoll. The pt was issued a replacement electrode belt.